Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k70-27, that has a similar product distributed in the us, list number 06c06.

Event description:
The customer observed falsely decreased architect total psa (prostate specific antigen) result for a prostate cancer patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) , was (B)(6) repeats were (B)(6) and (B)(6) ng/ml. The patient¿s result on (B)(6) was (B)(6) and on (B)(6) was (B)(6) ng/ml. It was noted that the 480 ng/ml result was deemed correct and was released to the physician. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect total psa results included a search for similar complaints, trending data, labeling, and device history records. Trending review determined no adverse trend for the issue for the product. Return testing was not completed, as returns were not available. Using worldwide field data through abbottlink, the historical performance of the reagent was evaluated and is performing similar to other reagents in the field confirming there was no systemic issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect total psa assay, lot number 31297fn00, was identified.